Manufacturer narrative:
The pump powered up properly after battery installation. No blank display, missing segments/partial display, or grey display noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.n the pump was monitored for several days and no display or led anomaly, blank or grey display, or missing segments/partial display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and partial display. The customer¿s high blood glucose level was 149 mg/dl. The troubleshooting was performed and display was not returned. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.